Manufacturer narrative:
The sample CT values are near the limit of detection. There was no patient harm recorded. Cepheid made multiple attempts to reach the customer without success. There was no acknowledgement of customer agreement with true positive result. The likely root cause is target/s near limit of detection or near cut-off. Additionally, annex c and annex d codes have been updated to reflect the comepetion of the investigation.

Event description:
Us customer contacted cepheid to discuss discrepant results. Customer reported a discrepancy for a patient when running xpert xpress sars-cov-2 plus. This patient is an inpatient at the hospital and had multiple samples collected during hospital stay. Sample 1: on (B)(6) 2023, patient had a sample collected. Patient was not showing symptoms at the time of collection and was only having testing done due to being an inpatient in the hospital. On (B)(6) 2023 the sample was processed per pi and tested on xpress sars cov-2 plus, which resulted in sars cov-2 negative. This was reported to the md. Sample 2: on (B)(6) 2023, patient had a sample collected. Patient was not showing symptoms at the time of collection and was only having more testing done due to being an inpatient in the hospital. On (B)(6) 2023 the sample was processed per pi and tested on xpress sars cov-2 plus, which resulted in sars cov-2 negative. This was reported to the md. Sample 3: on (B)(6) 2023, patient had a sample collected. Patient was not showing symptoms at the time of collection and was only having more testing done due to being an inpatient in the hospital. On (B)(6) 2023 the sample was processed per pi and tested on xpress sars cov-2 plus, which resulted in sars cov-2 positive. This was reported to the md. Due to the positive result, the customer repeated the test on sample 3 which was stored at room temperature between runs. On (B)(6) 2023 the sample was processed per pi and tested on xpress sars cov-2 plus, which resulted in sars cov-2 positive. This was reported to the md. On this test all targets had amplification with late cts. Sample 4: on (B)(6) 2023, patient had a sample collected. Patient was not showing symptoms at the time of collection and was only having more testing done due to being an inpatient in the hospital. On (B)(6) 2023 the sample was processed per pi and tested on xpress sars cov-2 plus, which resulted in sars cov-2 negative. This was reported to the md. There was no deterioration of health due to this discrepancy.

Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results. Customer reported a discrepancy for a patient when running xpert xpress sars-cov-2 plus. This patient is an inpatient at the hospital and had multiple samples collected during hospital stay. Sample 1: on (B)(6) 2023, patient had a sample collected. Patient was not showing symptoms at the time of collection and was only having testing done due to being an inpatient in the hospital. On (B)(6) 2023 the sample was processed per pi and tested on xpress sars cov-2 plus, which resulted in sars cov-2 negative. This was reported to the md. Sample 2: on (B)(6) 2023, patient had a sample collected. Patient was not showing symptoms at the time of collection and was only having more testing done due to being an inpatient in the hospital. On (B)(6) 2023 the sample was processed per pi and tested on xpress sars cov-2 plus, which resulted in sars cov-2 negative. This was reported to the md. Sample 3: on (B)(6) 2023, patient had a sample collected. Patient was not showing symptoms at the time of collection and was only having more testing done due to being an inpatient in the hospital. On (B)(6) 2023 the sample was processed per pi and tested on xpress sars cov-2 plus, which resulted in sars cov-2 positive. This was reported to the md. Due to the positive result; the customer repeated the test on sample 3 which was stored at room temperature between runs. On (B)(6) 2023 the sample was processed per pi and tested on xpress sars cov-2 plus, which resulted in sars cov-2 positive. This was reported to the md. On this test all targets had amplification with late cts. Sample 4: on (B)(6) 2023, patient had a sample collected. Patient was not showing symptoms at the time of collection and was only having more testing done due to being an inpatient in the hospital. On (B)(6) 2023 the sample was processed per pi and tested on xpress sars cov-2 plus, which resulted in sars cov-2 negative. This was reported to the md. There was no deterioration of health due to this discrepancy. The investigation is ongoing. Additional information regarding likely root cause will be provided once the investigation has been completed. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per the xpert xpress cov-2 plus eua IFU; "positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. The agent detected may not be the definite cause of disease." Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2 plus test and the unavailability of that product lot to be returned to cepheid.